Event description:
Based on additional information received on (B)(6) 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a (B)(6) male patient who received treatment with synvisc one and later few days after starting treatment, experienced severe leg pain/ severe bilateral leg pain, also, device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc injection (dating back to 2010 without incident). On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection (dose: unknown) (batch/lot number: 7rsl021; expiry date: unknown) bilaterally for knee osteoarthritis. On (B)(6) 2017, the patient received synvisc one injection. On an unknown date in (B)(6) 2017, (few days after starting treatment), the patient experienced severe bilateral leg pain and was given small treatment: codeine/paracetamol (tylenol w/ codeine) and was instructed to ice and elevate. Corrective treatment: codeine/paracetamol (tylenol w/ codeine) and was instructed to ice and elevate for severe leg pain/ severe bilateral leg pain outcome: unknown for both. A pharmaceutical technical complaint (ptc) was initiated and global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on (B)(6) 2017. Verbatim was updated for the event of severe leg pain to severe leg pain/ severe bilateral leg pain. Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2017. Global ptc number was added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: (B)(4) comment for follow up dated (B)(6) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced severe leg pain/ severe bilateral leg pain. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.